Event description:
It was report that during an acl procedure, three fast fix 360 curved had issues, the first one had a t1 pre-deployed, the second one had a simultaneous deployment and the third one had a problem and t1 was already implanted. The procedure was successfully completed without significant delay using a s+n back-up device. No patient injury or other complications were reported.

Event description:
It was report that during an acl procedure, the fast fix 360 curved had an unspecified problem after t1 was already implanted. The procedure was successfully completed without significant delay using a s+n back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during an acl procedure, the fast fix 360 curved had a simultaneous deployment. The procedure was successfully completed with non-significant delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was detached from the needle. The actuator and actuator tip are in the t1 pre-deployment position. No physical damage to the device. A functional evaluation revealed the actuator and actuator tip function as expected. The t2 anchor deployed as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the found failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.